Event description:
During testing at the user facility, a whitescreen software error was noted in the device history. Prior to testing the device was returned to the biomedical department with a report of s308 (can bus error-pmc, left) malfunction alarm code. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device passed testing. Although the device passed testing, a review of the history indicated a whitescreen error. The whitescreen error occurred when the user titrates only the rate when the device was delivering in the kvo mode. The device has been identified as part of a product recall. The customer report of s308 malfunction alarm code was not duplicated during testing. This report represents all the information known by the reporter upon query by hospira personnel.